Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff observed an arc from the monopolar curved scissors instrument. It was also discovered that the patient had sustained an injury to their artery which was successfully repaired with the assistance of a cardiovascular surgeon. The original procedure was reported as being completed. No further informatin has been provided.